Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 810:04 was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:04. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.